Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor is damaged and was concerned that the thread could be in his body. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting advised the customer that it may have broken off and was probably not dislodged in his body but that he should follow up with his doctor.